Event description:
It was reported that the roller pump display did not illuminate, and the display was blank. The roller pump itself still functioned, and the central control monitor (ccm) was used to display the information. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found the display to be present upon arrival then turn off for a second when it was tapped. The fsr replaced the display and left the pump on for some time with no observed issues. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.